Event description:
A recall for this issue was initiated on 23-apr-2015. The office's technician (B)(4) called us and let us know the machine came down suddenly. During the investigation it was discovered that the machine was being lowered for the x-ray when the machine came down unexpectedly. No patients or staff members were injured.